Manufacturer narrative:
The clinical analyst reviewed the file and stated he following: ¿the surgeon reported that on three (3) surgeries performed that day, the surgeon experienced instability of chambers repeatedly. The surgeon noted a "soft eye" and reported the aspiration was not increasing at all. The vacuum was not increasing and reached its limit at 250 mmhg and noted it was probably related to the structure of the soft natural lens. It is noted that the surgeon was starting at the same time the practice of nano incisions in 2.0mm. The company sales representative noted this practice favors the compression of the sleeve. The case was completed. There was no patient harm. This is one of three reports being filed for the same facility. This report is for the vacuum issues event. The company sales representative tested the circuit and the system's vacuum was increasing correctly upon tip obstruction. No abnormality was detected. No system message displayed. No sample is returning for evaluation. Additional information received from company sales representative noted he observed surgery with the surgeon. The surgeon completed seven (7) cataract surgeries, which went perfectly. The surgeon is completely satisfied with the system, and by the irrigation/aspiration (I/a) in particular. The surgeon used the new I/a handpiece versus the old model last time. The surgeon stayed in 2.0 mm and he did not particularly change his technique of the incision, except for the positioning of the sleeve on the tip which he pushed a bit more. The company service representative adjusted the settings to the surgeon¿s satisfaction.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on september 10, 2015. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while performing the phacoemulsification phase of a cataract extraction with intraocular lens implant procedure there was poor vacuum. The aspiration was not increasing and reached its limit of 250mmhg. It was noted that this was the surgeon's first time performing nano incisions of 2.0 mm. The patient also had a soft lens. The case was completed. There was no patient harm. This is one of three reports being filed for the same facility. This report is for the vacuum issues event.